Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and head/brain injury. The date of the event was approximately(B)(6) 2017. It was reported pump "went empty last week but the pump didn¿t alarm". This occurred sometime in (B)(6) and it was "early last week, we sent them to the hospital (B)(6) so this happened probably either the (B)(6)". No symptoms were reported. The patients managing physician was "addressing and taking care of the issue¿. The patient was following up with the hcp on (B)(6) 2017. No further complications were reported.